Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing during atrial fibrillation (af) with far field r-wave (ffrw) and the af burden data was consequently incorrect. Reprogramming of the ra lead was expected and the lead remains in use. No patient complications have been reported as a result of this event.